Manufacturer narrative:
Carefusion complaint number: (B)(4). Carefusion was unable to duplicate the reported issue of the unit having a burnt lemo connector. However, carefusion was able to verify the reported issue of the t-batt fault error. The ventilator passed the initial final test and the initial alarm volume tests. Bench testing revealed t-bat fault conditions and a review of the event trace revealed several transition battery fault alarm conditions. Carefusion replaced the transition battery to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burnt lemo connector that shorted and the unit is alarming t-batt fault. It is unknown at this time whether there was any patient involvement associated with this complaint.